Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, three (3) tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670; k231373. Investigation summary: bd received one photo for investigation. Upon evaluation, the photo does not show the customer¿s indicated failure mode. A total of 100 retained samples were visually inspected, with the hemogard closure assembly correctly assembled and placed on the tubes. Functional tests were performed on 10 retained samples, and all tubes were within specification limits. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.